Manufacturer narrative:
Evaluation summary: a strong roughness can be felt with instruments, during insertion. Service detected a wrong soldering. The t-pice replaced. Correction information: g6: follow up #1; h2: type of follow up; h6: coding changed, based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A strong roughness can be felt with instruments during insertion. Service detected a wrong soldering. This event occurred at the time of before use. There was no report of patient harm.